Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller clock corrupt alarm indicative of a total loss of power to the system controller, which would have caused the pump to stop. Review of the submitted log files confirmed the reported low flow alarms. This finding, along with subsequent log file observations, appeared consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump; however, the reported inflow cannula and outflow graft thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The system controller and left ventricular assist device (lvad) event log files collectively contained events from 20nov2025 through 01dec2025. A pump reset was captured on 20nov2025 at 15:48:35 and resulted in controller clock corrupt alarms throughout the entirety of controller event log file cs-220456_074921_c3e. The corrupt timestamps are indicative of a complete loss of external power as well as full depletion of the system controller backup battery. These events would have led to the pump stopping and the controller clock resetting. A specific duration of time for which the pump was stopped could not be conclusively determined. Controller and lvad events began to be captured on 22nov2025 at 10:41:11 following a system controller exchange. Additionally, intermittent low flow hazard alarms were captured on 24nov2025 at 08:40:12 through 08:43:49, when the estimated flow decreased to a range between 0 ¿ 2.3 liters per minute (lpm). Rotor noise fault flags, associated with an increase in rotor noise, were captured at this time. The observed events are consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number mlp-048765, with no further related events reported. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and stroke, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a stroke with very little-known information on what occurred prior to arrival. The patient's system controller was exchanged due to visible broken pins on the black power lead, and no external power alarms when connected only to the white lead, and the site was unable to change power or connect to the system monitor. There were no issues with the system controller since the exchange. The patient's log files from the new system controller were submitted for review. The log files did not contain much usable data due to few events logged in. The last line of data in the file showed the pump running at set speeds of 5000 rpms and flows of 3 lpm. The patient was urgently brought to the hospital by emergency medical services (ems) after the patient was found down during a wellness check requested by family. The patient was then transferred to a different hospital, where it was found the patient had a left middle cerebral artery (mca) stroke, and computerized tomography (CT) found inflow and outflow thrombus with 50% narrowing. During interrogation at the hospital, a clock reset was noted which indicated that the system controller shut down completely at some point for an unknown duration. There were power related alarms after restart, though it was unclear if ems or osh damaged the pins on the controller or if it was present and occurring for the patient. The log files captured the controller exchange on (B)(6) 2025. It was noted that from at 10:47:17 on (B)(6) 2025 through 7:29:54 on (B)(6) 2025, the pump was functioning as intended with no notable alarm conditions or parameter changes. The log files for the broken system controller which was removed from use captured controller clock corrupt messages. The date and time was re-set, as a result it could not be determined how long the pump may have been off. The log files showed the pump running after power was restored. The patient also experienced a low flow event where the calculated flow dropped to 0 on (B)(6) 2025. The log files captured low flow events on (B)(6) 2025 at 8:40:12. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log files captured low flow estimates and sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. During the low flow events, left ventricular assist device (lvad) motor instability errors were noted, which could be indicative of ingestion of thrombus. No low flow events occurred since (B)(6) 2025. The patient's adverse events had no determined cause but was deemed to have had high suspicion of the pump due to extended pump stop. The patient was continued to be monitored.